Event description:
It was reported that the device exhibited oversensing on the atrial channel due to retrograde conduction of ventricular paced events. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
(B)(4).